Manufacturer narrative:
Additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Visual evaluation confirms customers complaint. Severe damage to the housing and missing knobs. The positive and negative battery conductors were flattened due to user interface. The cause of this event was physical impact to the device/user interface. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
It was reported that the device was not alarming, has cracked housing and missing knobs. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.